Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported event lymphoma-alcl is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient's representative reported patient presented with left side capsular contracture baker grade IV, "frequent infections", "enlargement of their breast", "serum formation", and "depression and anxiety associated with the reported events". The device was explanted. About 1 month later, "significant seroma formation on the left side" was found and emergency surgery was performed to drain the seroma and resection the left side capsule for histology. Pathological analysis was performed on the capsule and fluid and bia-alcl was diagnosed. Pathological markers cd30+ and alk- have been confirmed. Patient representative also reported the following events, which are not device-related: "severe fatigue" and "autoimmune disease lichen planopilaris".

Event description:
Patient's representative reported patient presented with left side capsular contracture baker grade IV, "frequent infections", "enlargement of their breast", "serum formation", and "depression and anxiety associated with the reported events". The device was explanted. About 1 month later, "significant seroma formation on the left side" was found and emergency surgery was performed to drain the seroma and resection the left side capsule for histology. Pathological analysis was performed on the capsule and fluid and bia-alcl was diagnosed. Pathological markers cd30+ and alk- have been confirmed. Patient representative also reported the following events, which are not device-related: "severe fatigue" and "autoimmune disease lichen planopilaris".

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2022-20340. Implanting/explanting physician: dr. (B)(6). Operating physician (december 2019): dr. (B)(6). Pathologist / diagnosing physician: dr. (B)(6). Pathologist / diagnosing physician: dr.(B)(6). Treating physician: dr. (B)(6). Treating physician: dr. (B)(6). Treating physician: dr. (B)(6). Clarification to b3 date of event: partial date 2019 a review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30012863 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of feb/2021 through jan/2023, was noted an outlier in mar/2021. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that a primary packaging operator was involved in more than one occasion, however the person was trained in the corresponding procedure. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. The events of "capsular contracture", "infection (unknown onset)", "seroma-late", and "lymphoma-alcl" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl; seroma; "frequent infections"; capsular contracture, baker grade IV.

Event description:
Patient's representative reported patient presented with left side capsular contracture baker grade IV, "frequent infections", "enlargement of their breast", "serum formation", and "depression and anxiety associated with the reported events". The device was explanted. About 1 month later, "significant seroma formation on the left side" was found and emergency surgery was performed to drain the seroma and resection the left side capsule for histology. Pathological analysis was performed on the capsule and fluid and bia-alcl was diagnosed. Pathological markers cd30+ and alk- have been confirmed. Patient representative also reported the following events, which are not device-related: "severe fatigue" and "autoimmune disease lichen planopilaris".

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ autoimmune disorders: unable to observe as it is not related to the manufacturing process. ¿ lymphoma - alcl: unable to observe as it is not related to the manufacturing process. ¿ infection (unknown onset): unable to observe as it is not related to the manufacturing process. ¿ chronic fatigue syndrome: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.